Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted: (B)(6) 2010.

Event description:
It was reported that the right atrial (ra) lead was removed to gain venous access and a new ra lead was implanted. The lead dislodged. A new lead was implanted in the atrial appendage, but would not stay affixed in its location. An additional lead was then attempted however, it had dislodged while the physician was closing up the pocket. The physician opted to plug the atrial port of the device and closed up the pocket. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.